Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: device evaluation: on investigation, the ok button demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The display was noted to be dim, faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed keypad button intermittent unresponsiveness, button contact contamination and dim/faded/discolored display screen. This report is made based on results of investigation completed on 06/02/2015.